Manufacturer narrative:
Product event summary: analysis found that the battery case was damaged because the customer repaired the device themselves. It was also noted that the outside casing, main board and battery connection flex assembly were damaged and the atrial output port was worn. As a result the lower case, battery connection flex, battery contacts, output port, battery drawer and main board were replaced. The device then passed functional testing.

Event description:
It was reported that the battery case was damaged. The external pulse generator (epg) was returned for servicing. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.